Manufacturer narrative:
This report is filed march 27th, 2015.

Event description:
Per the clinic, the device was explanted (B)(6) 2014 due to extrusion of the electrode lead wire. The patient was reimplanted with a new device during the same surgery. The device has not been made available for analysis as of the date of this report, (B)(4) 2014.

Manufacturer narrative:
(B)(4). The device is currently unavailable.